Event description:
Upon successful calibration, neotrend - l sensor was attached to a dmi 3.7fr vac and insertion was attempted. The sensor would not extend past the luer lock tip. The clinician left the sensor attached to the vac and momentarily left the bedside. Within seconds upon return, blood was seen on the white cloth covering the pt. Exam of the sensor revealed that blood was moving up the vac, through the sensor and out ot the advancement lock. The sensor was removed and saved for exam. The pt required a blood transfusion as a result of blood lost through sampling for testing purposes and the incident described above. No other intervention was required.